Manufacturer narrative:
B3: event date estimated 3 months after procedure date. Implant physician: dr (B)(6). Implant facility name: (B)(6) medical center. Implant facility phone: (B)(6).

Event description:
It was reported that the device did not seal. A left atrial appendage (laa) closure procedure was being performed. A 27mm watchman flx closure device and delivery system (wds) were advanced and the closure device was deployed and subsequently implanted. Three months post index procedure at a follow up appointment, imaging revealed the closure device had a small gap between the device and the laa. The physicians have decided to have the patient continue plavix medication as the closure device had not completely sealed yet. No further interventions or patient consequences were reported.